Event description:
Event: placement of stent in graft. Event details: a conduit was used to access the right common iliac. The graft limb was deployed into the conduit. A stent was placed in the right limb. The graft was successfully implanted.